Event description:
The device was explanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This investigation is on going and will be updated should further information be provided.

Event description:
It was reported that this pacemaker had an estimated longevity of year remaining. In (B)(6) 2018, the estimated longevity was 5 years. There was concern that this device is depleting faster than expected. This device is included in the hydrogen induced premature depletion pacemaker advisory population communicated on (B)(6) 2018. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.